Event description:
It was reported that right atrial lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d274trk implantable cardioverter defibrillator, implanted: (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2003. (B)(4).